Event description:
On (B)(6) 2012, the patient contacted animas to report she obtained elevated blood glucose readings including one reading of "hi mg/dl" (greater than 600 mg/dl). At that time, the patient experienced the symptom of "not feeling well". The patient did not test for ketones. The patient reported she took correcting bolus doses of insulin via the pump. On an unspecified date, the patient was transported to the emergency room, where she was treated with insulin and intravenous fluids. The patient disconnected the call during the troubleshooting telephone call, therefore, troubleshooting of the pump could not be done. The customer support representative contacted the patient to obtain and verify information, but was unable to reach her by telephone. The patient allegedly suffered blood glucose readings suggesting severe hyperglycemia while using the pump, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2015 with the following findings: the black box data begins on (B)(6) 2015. Due to continuous pump use, the black box data from the time of the alleged issue had been overwritten and was unavailable for review. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.